Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "cassette issue". The pump was found to be in good physical condition. The event log revealed error high alarm displayed: cassette not attached properly. The customer's reported problem was verified. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode. This was to verify downstream sensor calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. What caused the reported problem was determined to be a faulty downstream sensor.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump had a cassette issue. It is unknown if there was patient involvement.